Event description:
The device was used to create a path within the bone in order to allow for placement of the radiofrequency tumor ablation needle was placed and engaged, but it became attached to the extremely sclerotic bone and could not be removed. The tip of the instrument ultimately broke and remained within the posterior aspect of the vertebral body and within the pedicle. This did not appear to enter the spinal canal or the neural foramen or any lateral or anterior vertebral body space. The vendor shared with the surgeon that it is an implantable-grade instrument due to the risk of possible breakage and, therefore, could be safely left in the patient.====================== manufacturer response for rf targeted vertebral augmentation procedure guide, dfine vertecor, midline osteotome (per site reporter).====================== the sales representative of dfine has been made aware of the incident. They are awaiting our investigation to be sent the instrument.